Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a bicep / shoulder repair the tip of the inserter broke. All was retrieved. It was replaced and the case was completed with no further issues. Patient is fine to date.